Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported during a trial procedure to implant the patient's (B)(6) leads, a (cerebrospinal fluid) csf leak occurred. As a result, the patient developed a headache. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the leads were explanted and the reported issue is now resolved.